Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a piece broke off of the insulin's reservoir compartment, and the customer did not know how the damage occurred. The blood glucose reading was 80 mg/dl. Advised replacement of the insulin pump. Nothing further reported.